Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. The end user tried to start the case and the rectal temperature monitor was not reading a warm enough temperature. The prolieve console would not allow the procedure to begin. The warning message received was "temperature not high enough - check the placement of the probe." The user swapped out the rectal temperature monitor for a new one and completed the case with no complications. The patient's condition was reportedly "fine."

Manufacturer narrative:
The suspect device, a prolieve temperature monitor was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).